Event description:
The customer complained of discrepant results for 1 patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The initial na result was 156 mmol/l. The repeat was 136 mmol/l. The initial k result was 7.38 mmol/l. The repeat was 5.76 mmol/l. The initial cl result was 80.2 mmol/l. The repeat was 93.5 mmol/l. The initial results were reported outside of the laboratory. No adverse event occurred. The na electrode lot number was l10 with an expiration date of 18-aug-2019. The k electrode lot number was r93 with an expiration date of 18-jun-2019. The cl electrode lot number was b56 with an expiration date of 19-jun-2019. The field service engineer (fse) visited the customer site and found the gear pump pressure was low. The fse adjusted the pressure and replaced all seals, sipper tubing, pinch tubing and vacuum diaphragms. The customer ran calibration and qc with acceptable results. The instrument was operating according to specification. The customer has had no further issues since the service visit. The investigation determined the event was caused by the low gear pump pressure identified by the fse.